Event description:
The stool sample was detected for norovirus and rotavirus and biofire gi panel, but only detected norovirus on xpert norovirus pcr and rotavirus was no detected on verigene enteric panel. Pt's history: 13 y/o male presented with chills, vomiting and non-bloody diarrhea x 2 last night. Low grade fever of 100.4f during ed visit. Sick contact grandmother had similar symptoms and was admitted for 2-3 days within this past week. Pt received 3 doses of rota vaccine in 2011.